Event description:
It was reported that the md could not pass the intra-aortic balloon (iab) through the sheath during implantation on the patient. As a result, a new iab was used to complete the treatment. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon could not pass through the sheath" is not able to be confirmed. The device was not returned to teleflex for investigation. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the md could not pass the intra-aortic balloon (iab) through the sheath during implantation on the patient. As a result, a new iab was used to complete the treatment. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.